Manufacturer narrative:
The customer stated that qc was performed on (B)(6) 2022 at 5:40 am. The meter passed without any issues. The customer also performed qc during the call. The meter passed without any issues. The returned test strips vial, desiccant, and vial cap were inspected and were found to be acceptable in appearance. There was no obvious reagent discoloration. The meter was returned for investigation. The returned meter was tested with retention strips and controls. All of the results were within the acceptable ranges. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for one patient from the accu-chek inform ii meter with serial number (B)(4). (B)(6).

Manufacturer narrative:
The returned test strips were tested with glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed.